Event description:
Device 1 of 2: reference MFR report number: 3006705815-2019-01625. It was reported the patient had temporary loss of muscle control following a trial procedure. The physician suspected the issue was caused by the lidocaine medication administered for the procedure. The issue resolved after an hour and the patient had return of motor functions.